Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic appendectomy procedure, the cartridge came out. Opened another device to complete the case. There was no consequence to pt.